Event description:
A 12v, 100w light bulb burst and the fragments came in contact with a compression paddle. The compression paddle was damaged and has been replaced as well as the installation of a new bulb and shield. This system had a shield installed by lorad at time of MFR. However, an independent service company removed it during a prior service call and did not replace it.